Event description:
It was reported that a pump alarmed upstream occlusion every three mins in an unk care area. It was also reported that this occurred during use on a pt but there was no associated pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval found the lower reading on the ultrasonic sensor to be below specification with a fluid filed tube caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive upstream occlusion alarms. The upstream sensor will be replaced.